Event description:
Customer reported that the insulin on her insulin device was coming out during the manual prime process and that it continued to drip after the motor stopped. The customer's blood glucose was 138 mg/dl at the time the problem was reported. The customer also reported receiving an a33 alarm and that the drive support cap was protruding. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.